Event description:
It was reported that this pacemaker was unable to be interrogated. The health care professional (hcp) attempted multiple times and was unsuccessful. Confirmed the hcp was using the correct wand and did not want any further troubleshooting. This pacemaker remains in service. No adverse patient effects were reported.